Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview power supply would not power up. The case was completed using a different procedure. There were no patient effects.

Manufacturer narrative:
Maquet cardiovascular has not yet received the device for investigation. A supplemental report will be sent when the device is received and the investigation is completed. (B)(4).